Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to fracture. Cook medical liberator locking stylets were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, adhesion to the rv lead at the subclavian vein was encountered. Switching to the rv lead, the adhesion released; however, pulling the lead with traction was unsuccessful. Therefore, the rv lead was snared femorally from the groin. Lasing from the pocket continued, and the glidelight reached the snare, but the lead would not retract into the laser sheath. More adhesions were present near the superior vena cava (svc), thus, a spectranetics 16f glidelight laser sheath was utilized, but the lead would still not retract into the laser sheath. Then, the 14f glidelight was used again, and the adhesions near the svc still prevented any progression. Switching back to the 16f glidelight on the ra lead, the patient¿s blood pressure dropped, and rescue efforts began, including percutaneous cardiopulmonary support, CPR, and thoracotomy. An svc perforation was discovered and repaired, and the patient survived the procedure. The lead removal was abandoned, and the cook liberators, along with the leads, were cut and capped and remained in the patient. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A4) patient weight - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.